Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Foreign body sensation and blurry vision are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that a clinical trial patient presented on postoperative day one (1) with report of a mild intermittent foreign body sensation. The patient was prescribed artificial tears. On postoperative day 15 the patient presented with blurry vision/visual disturbance for which artificial tears were continued.